Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced low blood glucose of 27 mg/dl on 9/2/15. Customer was treated at home by the paramedics with a peanut butter sandwich, soda and a gel. The doctor explained to the customer she was receiving too much insulin overnight and are working on adjusting the settings. The customer also reported that the insulin pump alarmed motor error during bolus the day of the call. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to complete the rewind/prime sequence. The insulin pump passed the displacement test. Blood glucose value was 205 mg/dl. Customer was advised to monitor the insulin pump and call back if alarm recurs.